Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 22, 2019 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2019. According to the complainant, during the procedure, the tip of the fiber broke off. No fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.